Event description:
It was reported that during the carotid procedure using an rx accunet and an rx acculink stent, the patient experienced transient symptoms, and became non-responsive, resulting in CPR and approximately five minutes of contralateral weakness. This condition was related to the balloon inflation and the straightening of the artery with "psuedo" lesion. These symptoms completely resolved in a few minutes in the lab. The patient also received dopamine and spent one extra day in the hospital.